Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving morphine 10 mg/ml; 0.48 mg/day via an implantable pump. Indication for use was failed back surgery syndrome and spinal pain. It was reported the patient had a pump infection. The patient had yeast infection in their blood, so they were not going to be able to refill the pump. The patient followed up with the hcp on (B)(6) 2017 and put the pump to the lowest programmable rate (0.048 ml/day). The patient was due for a refill very soon. The hcp was aware of the yeast infection sometime in (B)(6) 2017 and the infection started sometime shortly before that. The patient was given oral medication. No further complications were reported.